Event description:
Coil placed to lumbosacral artery, physician pulled coil catheter back and heard it pop; coil detached on its own. Physician tried several times to recapture with snare. Unsuccessful retrieval. Dr. Was occluding an endoleak using balt prestige coils. He had successfully placed numerous coils and was delivering the final coil. While positioning the coil, it deployed. Dr. Made several attempts to retrieve the coil from the right femoral artery (original access). When these attempts were unsuccessful, he accessed the left femoral artery and attempted to retrieve the coil from that artery. Those attempts were unsuccessful, as well. The case was ended, and the coil was left in the body.